Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the patient was refilled on (B)(6) 2025 and at that time the low reservice alarm (lra) was occurring. The healthcare provider (hcp) stated that the alarm was silenced through the home screen and pump refilled with programming updated. The patient went home, and the pump had continued to audibly alarm. She saw the patient a couple weeks later and interrogated the pump and the active alarm tab was not present on the home screen, but the pump was alarming. She did check for volume discrepancy and updated the pump; the alarm was silent. However, this was the second time this has happened to her.

Manufacturer narrative:
Correct h7/h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.